Manufacturer narrative:
The reported event that the attachment was shedding metal shavings was confirmed. A pin can bind in the device as a result of increased friction, which causes metal shavings to shear off in the attachment. The device was scrapped by the manufacturer.

Event description:
It was reported that prior to a surgical procedure at the user facility the device was producing metal shavings. There was no report of the metal shavings entering the surgical site. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that prior to a surgical procedure at the user facility the device was producing metal shavings. There was no report of the metal shavings entering the surgical site. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed. The device has not been returned for analysis at this time.